Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds contaminated.associated malfunctions for this device: pilot valve leaking, 4 way valve weak shift, tie wrap leaking.